Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 198 mg/dl. Customer stated that they have tried all remedies and declined to do troubleshooting. It was found in the previous reporting the issues were bent cannulas, possible site/set related issues and reservoir issues. The customer was advised also to use sure t infusion set but customer stated that she has not seen her healthcare provider to discuss the matter. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked lcd window, cracked case near lcd window corners, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address serial number label and stained end cap sticker.